Manufacturer narrative:
Analysis: the sample has not been returned for evaluation. A lot history review revealed this is the only complaint for this lot. A review of the manufacturing record show the lot was manufactured to specification. Patient and procedural details have been requested but were not available at the time of this report.conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. If additional information is obtained or the sample is returned, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly had a material rupture. The health care professional (hcp) reportedly advanced the dcb to the target lesion. Upon inflation of the lutonix dcb at the target lesion, the hcp reportedly realized blood was accumulating inside the indeflator. Based on this observation, the hcp believed that the balloon had allegedly "ripped". The hcp removed the balloon successfully from the patient and used another lutonix dcb of the same size to effectively complete the procedure. The lutonix dcb was requested to be returned. No adverse patient effects were reported.